Event description:
Profound and permanent neurological damage [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Case description: an attorney reported that their adult female client, now (B)(6), used fixodent denture adhesive, form/version unk between 1990 and 2009 to improve denture retention and comfort and reported the following profound and permanent neurological damage, zinc toxicity, copper deficiency, severe and permanent physical injuries which have left her unable to perform her normal, customary, and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.